Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission noted that the right ventricular (rv) lead exhibited noise oversensing. The patient was brought in-clinic for follow up and the noise was reproducible. No intervention was performed. The patient was in stable condition.